Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 85-90% stenosed target lesion was located in the moderate to severely calcified right coronary artery. A 4.00x24mm promus element plus stent was advanced to treat the lesion. However, the device could not cross the lesion and caused a non-flow limiting dissection at the proximal end. Stenting with this device was then done to cover the dissected area and the procedure was completed. No patient complications were reported and the patient's status was stable.